Event description:
Additional information was received for this case. It was reported that the patient had a myocardial infarction three days post implantation of the stent graft system. The investigator indicated this event was not device or procedure related. The patient was treated with medication. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a saccular 6.1 cm in diameter thoracic aortic aneurysm approximately three months ago. Proximal aorta was 33 mm in diameter and 22 mm in length. Distal aorta was 40 mm in diameter. Right and left iliac arteries were 14-7.5 mm in diameter. The right and left femoral arteries were 7.5 mm in diameter. The access vessels had no calcification and the aortic neck had mural thrombus. The aorta has moderate tortuosity. Prior to the index procedure the patient had a carotid to subclavian bypass. The device was implanted in zone 2, intentionally covering the left subclavian, along with three additional devices in zone 4. During final angiogram, a type ia proximal endoleak was discovered. A (B)(4) stent graft was placed to resolve the endoleak. It was reported that the cause of the type I endoleak was due to the stent graft moving distally during ballooning. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Cause of event is unknown. Conclusions: cause of event is unknown.

Manufacturer narrative:
(B)(4). Results: myocardial infarction. Anatomy related: cardiac issues. Conclusion: anatomy related: cardiac issues. Unknown cause of event.